Event description:
The basket portion of the device separated from the cable and became trapped in the graft. A snare catheter was used to remove the basket portion from the graft. There were no pt complications.